Event description:
When using 150micron ball tip soltive super pulsed laser fiber inside olympus flexible ureteroscope fiber broke and made audible popping sounds. Break in fiber was distal to scope, both pieces of fiber accounted for. Dr noted no discernable damage to himself, his gloves or any equipment other than the fiber itself. Dr is unsure of exact maneuver he was performing if any when the break occurred. He did note that unlike the 200ball fibers he prefers, which are backordered, he can only advance the narrow fiber less than a centimeter at a time and that it bows when he does so. Fiber immediately taken out of service.